Event description:
It was reported that during insertion of the intraocular lens (iol) the haptic hooked the capsular bag causing it to prolapse. As a result of the capsular damage, the iol was implanted into the sulcus without further complication.

Manufacturer narrative:
The intraocular lens (iol) remains implanted in the sulcus. While we were unable to definitively determine the cause of this event, we do not believe it is manufacturing related. Lens met all specifications prior to release.